Event description:
It was reported that during service and repair pre-testing, it was discovered that the rotations per minute (rpm) did not meet specifications on the motor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor rotations per minute (rpms) were below specifications due to the device not being operated correctly. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.